Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial with debris on the product. Visual inspection found no visible damage to lens and foreign debris on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -12.5/0.5/062 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.